Event description:
Healthcare professional reported "rupture" and "patient concern with the product" against left device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: deformation observed. Yellow particles on the surface of the shell.

Event description:
Healthcare professional reported "rupture" and "patient concern with the product" against left device. The device has been explanted.